Event description:
It was reported that a clearlink intravenous set was kinked. According to the report, the kink caused downstream occlusion alarms on the pump. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.